Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ moderate calcification, excessive tortuosity and 90% stenosis. (Deformation problem).

Event description:
Physician was attempting to deploy one resolute integrity drug-eluting stent to a moderately calcified lesion with 90% stenosis and excessive tortuosity, it was reported that the stent could not cross. The lesion was pre-dilated. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 7th distal stent segment was raised and deformed.